Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarming a power error detected for the last couple of days. The customer was also experiencing high and low blood glucose. The customer¿s lowest blood glucose level was 3.2 mmol/l and their highest blood glucose level was 30 mmol/l. The customer was treated with a temporary basal and bolus. The low blood glucose was treated with a glucose tablet. They stated that they made changes on the insulin pump after speaking to diabetic nurse, and since then they had a few issues. Troubleshooting was performed. The customer was advised to go through a series of steps after the call to clear the alarm. The customer was advised to monitor the insulin pump and call back if the error recurs. The device will not be returned for analysis.